Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. The bander was opened and attached it to the scope appropriately. During the procedure, when the bander was attempted to be used, the bands got tangled at the end of the scope and would not deploy correctly, instead they just rolled over each other. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.